Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2004. During a planned explant of the port, it was noticed the top separated from the bottom of the port body. The port was explanted on an unknown date.